Manufacturer narrative:
The handle and delivery sheath of the second smart control 10mm x 80mm 123cm stent were broken. Therefore, the device was replaced with a new same size smart control stent that was successfully deployed. The patient returned to ward. The device was intended to be used for a percutaneous transhepatic cholangio drain (ptcd). The target lesion was the blockage of bile duct. There was nothing unusual noted about the stent delivery system prior to use. The product was inspected and prepped according to the instructions for use. There were no kinks or other damages noted prior during insertion. The device was used for a chronic total occlusion. There was no difficulty encountered while advancing or tracking the self-expanding stent (ses) towards the lesion. There was no unusual force used at any time during the procedure. The lesion was not pre-dilated prior to stent implantation. The first smart control ses along with an unknown guidewire was implanted successfully using a short unknown sheath to reach the hepatic duct while performing angiography to identify the bile duct lesion. The second smart control stent was used after a longer lesion was identified during a percutaneous puncture. The smart control locking pin was in placed during advancement towards the lesion, when it arrived at the lesion and when the safety lock was removed and the spiral was finely-tuned, they found that the stent did not release. The stent delivery system did not pass through any acute bends. The sds have to pass through a previously placed stent. They then removed the entire stent delivery system and carefully examined the device, they found out that the stent is still in the head-tip. There was no reported patient injury. The product was returned for analysis. A non-sterile ses smart control 10x80 120 was received coiled inside a plastic bag. Pin lock was not received. Per visual analysis, the body/shaft was observed separated from the strain relief. Separation was observed right in the body-strain relief transition. Stent was observed deployed 1 mm. No other anomalies were observed on the unit. Per functional analysis, deployment/rotation test couldn¿t be performed on the device since body/shaft was received separated. Per microscopic analysis, sem results showed that the separated area of the body/shaft of the ses smart control 10x80 120 unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. The elongations found on the body/shaft material, the ductile dimples and plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17871391 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿tuning dial (smart control only) - rotation difficulty¿ was confirmed since deployment/rotation test couldn¿t be performed due to separated body/shaft, as received. The failure reported by the customer as "stent delivery system (sds)-ses - deployment difficulty - partial deployment" was confirmed since stent was deployed approximately 1 mm. Nevertheless, the cause of the partial deployment observed could not be conclusively determined during the analysis. Deployment test couldn't be performed due to separated body/shaft, as received. The failure reported by the customer as ¿outer sheath ¿ cracked¿ was not confirmed since the body/shaft was observed separated. However, sem microscopic analysis results showed that the separated area of the body/shaft of the unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. These damages found on the body/shaft material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the material separation. Nonetheless, the cause of the separated condition observed on body/shaft could not be conclusively determined during the analysis. Handling and or procedural factors such as vessel characteristics of a chronic total occlusion (cto) and the user not pre-dilating the lesion prior to stent implantation may have led to the reported rotation difficulty and partial deployment. Additionally, elongations and tension marks observed on the device are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the user used tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation which may have let to the observed body/shaft separation. According to the instructions for use ¿initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn, and another system used.¿ neither the product analysis nor the phr review suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the handle and delivery sheath of the second 10 x 80 123 smart control stent were broken (additional information was received and the device was received with the stent deployed 1 mm). Therefore, the device was replaced with a new same size smart control stent to release successfully and the patient returned to ward. There was no reported patient injury. The device was intended to be used for a percutaneous transhepatic cholangio drain (ptcd). The target lesion was the blockage of bile duct. There was no unusual noted about the stent delivery system prior to use. The product was inspected and prepped according to the instructions for use. There were no kinks or other damages noted prior or after to inserting the product into the patient. The device was used for a chronic total occlusion. There was no difficulty encountered while advancing or tracking the self-expanding stent (ses) towards the lesion. There was no unusual force used at any time during the procedure. The lesion was not pre-dilated prior to stent implantation. The first smart control ses along with an unknown guidewire was implanted successfully using a short unknown sheath to reach the hepatic duct while performing angiography to identify the bile duct lesion. The second smart control stent was used after a longer lesion was identified during a percutaneous puncture. The smart control locking pin was in placed during advancement towards the lesion, when it arrived at the lesion and when the safety lock was removed and the spiral was finely-tuned, they found that the stent did not release. The stent delivery system did not pass through any acute bends. The sds have to pass through a previously placed stent. They then removed the entire stent delivery system and carefully examined the device, they found out that the stent is still in the head-tip. Images of the device is available for review. The device is expected to be returned for evaluation. Additional procedural details were requested but are unknown.

Manufacturer narrative:
This is an update to provide the picture analysis added to the conclusion. The handle and delivery sheath of the second smart control 10mm x 80mm 123cm stent were broken. Therefore, the device was replaced with a new same size smart control stent that was successfully deployed. The patient returned to ward. The device was intended to be used for a percutaneous transhepatic cholangio drain (ptcd). The target lesion was the blockage of bile duct. There was nothing unusual noted about the stent delivery system prior to use. The product was inspected and prepped according to the instructions for use. There were no kinks or other damages noted prior during insertion. The device was used for a chronic total occlusion. There was no difficulty encountered while advancing or tracking the self-expanding stent (ses) towards the lesion. There was no unusual force used at any time during the procedure. The lesion was not pre-dilated prior to stent implantation. The first smart control ses along with an unknown guidewire was implanted successfully using a short unknown sheath to reach the hepatic duct while performing angiography to identify the bile duct lesion. The second smart control stent was used after a longer lesion was identified during a percutaneous puncture. The smart control locking pin was in placed during advancement towards the lesion, when it arrived at the lesion and when the safety lock was removed and the spiral was finely-tuned, they found that the stent did not release. The stent delivery system did not pass through any acute bends. The sds have to pass through a previously placed stent. They then removed the entire stent delivery system and carefully examined the device, they found out that the stent is still in the head-tip. There was no reported patient injury. The product was returned for analysis. A non-sterile ses smart control 10x80 120 was received coiled inside a plastic bag. Pin lock was not received. Per visual analysis, the body/shaft was observed separated from the strain relief. Separation was observed right in the body-strain relief transition. Stent was observed deployed 1 mm. No other anomalies were observed on the unit. Per picture analysis of the two pictures received, a smart control device was observed. The body/shaft of the device was observed separated. Also, the stent was observed slightly deployed form the unit. No other anomalies were observed. Per functional analysis, deployment/rotation test could not be performed on the device since the body/shaft was received separated. Per microscopic analysis, results showed that the separated area of the body/shaft of the ses smart control 10x80 120 unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. The elongations found on the body/shaft material, the ductile dimples and plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation. No other anomalies were observed. A product history record (phr) review of lot 17871391 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿tuning dial (smart control only) - rotation difficulty¿ was confirmed since deployment/rotation test couldn¿t be performed due to separated body/shaft, as received. The reported "stent delivery system (sds)-ses - deployment difficulty - partial deployment" was confirmed since stent was deployed approximately 1 mm. Nevertheless, the cause of the partial deployment observed could not be conclusively determined during the analysis. Per functional analysis, deployment test couldn't be performed due to separated body/shaft, as received. The reported ¿outer sheath ¿ cracked¿ was not confirmed since the body/shaft was observed separated. However, microscopic analysis results showed that the separated area of the body/shaft of the unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. These damages found on the body/shaft material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the material separation. Nonetheless, the cause of the separated condition observed on body/shaft could not be conclusively determined during the analysis. Handling and or procedural factors such as vessel characteristics of a chronic total occlusion (cto) and the user not pre-dilating the lesion prior to stent implantation may have led to the reported events. Additionally, elongations and tension marks observed on the device are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the user used tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation which may have let to the observed body/shaft separation. According to the instructions for use ¿initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn, and another system used.¿ neither the product analysis nor the phr review suggests that the events experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This is an addendum to the previous final report to update the complaint conclusion. No other testing was performed on the device and no other information was received. The handle and delivery sheath of the second smart control 10mm x 80mm 123cm stent were broken. Therefore, the device was replaced with a new same size smart control stent that was successfully deployed. The patient returned to ward. The device was intended to be used for a percutaneous transhepatic cholangio drain (ptcd). The target lesion was the blockage of bile duct. There was nothing unusual noted about the stent delivery system prior to use. The product was inspected and prepped according to the instructions for use. There were no kinks or other damages noted prior during insertion. The device was used for a chronic total occlusion. There was no difficulty encountered while advancing or tracking the self-expanding stent (ses) towards the lesion. There was no unusual force used at any time during the procedure. The lesion was not pre-dilated prior to stent implantation. The first smart control ses along with an unknown guidewire was implanted successfully using a short unknown sheath to reach the hepatic duct while performing angiography to identify the bile duct lesion. The second smart control stent was used after a longer lesion was identified during a percutaneous puncture. The smart control locking pin was in placed during advancement towards the lesion, when it arrived at the lesion and when the safety lock was removed and the spiral was finely-tuned, they found that the stent did not release. The stent delivery system did not pass through any acute bends. The sds have to pass through a previously placed stent. They then removed the entire stent delivery system and carefully examined the device, they found out that the stent is still in the head-tip. There was no reported patient injury. The product was returned for analysis. A non-sterile ses smart control 10x80 120 was received coiled inside a plastic bag. Pin lock was not received. Per visual analysis, the body/shaft was observed separated from the strain relief. Separation was observed right in the body-strain relief transition. Stent was observed deployed 1 mm. No other anomalies were observed on the unit. Per picture analysis of the two pictures received, a smart control device was observed. The body/shaft of the device was observed separated. Also, the stent was observed slightly deployed form the unit. No other anomalies were observed. Per functional analysis, deployment/rotation test could not be performed on the device since the body/shaft was received separated. Per microscopic analysis, results showed that the separated area of the body/shaft of the ses smart control 10x80 120 unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. The elongations found on the body/shaft material, the ductile dimples and plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation. No other anomalies were observed. A product history record (phr) review of lot 17871391 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿tuning dial (smart control only) - rotation difficulty¿ was not confirmed since deployment/rotation test couldn¿t be performed properly due to the separated body/shaft, as received. The reported "stent delivery system (sds)-ses - deployment difficulty - partial deployment" was confirmed since stent was deployed approximately 1 mm. Nevertheless, the cause of the partial deployment observed could not be conclusively determined during the analysis. Per functional analysis, deployment test couldn't be performed due to separated body/shaft, as received. The reported ¿outer sheath ¿ cracked¿ was not confirmed since the body/shaft was observed separated. However, microscopic analysis results showed that the separated area of the body/shaft of the unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. These damages found on the body/shaft material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the material separation. Nonetheless, the cause of the separated condition observed on body/shaft could not be conclusively determined during the analysis. Handling and or procedural factors such as vessel characteristics of a chronic total occlusion (cto) and the user not pre-dilating the lesion prior to stent implantation may have led to the reported events. Additionally, elongations and tension marks observed on the device are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the user used tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation which may have let to the observed body/shaft separation. According to the instructions for use ¿initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn, and another system used.¿ neither the product analysis nor the phr review suggests that the events experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.